Manufacturer narrative:
The device was received for evaluation. During functional testing the reported system error 110 was reproduced. A review of the event history log revealed system error 110 messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined through visual inspection to be loose gears. The gears require replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump alarmed system error 110 (pic counts per cam error) during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.